Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay issue with a replacement adc device. The replacement was originally issued due to receiving an "error-7" message and the customer indicated they did not have a device to monitor glucose. The customer experienced weakness, headache, and went to the hospital where they received treatment of insulin (dose/type unknown) for hyperglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a delivery delay issue with a replacement adc device. The replacement was originally issued due to receiving an "error-7" message and the customer indicated they did not have a device to monitor glucose. The customer experienced weakness, headache, and went to the hospital where they received treatment of insulin (dose/type unknown) for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. H4 (device mfg date) were updated based on extended investigation. Note: the device manufacturer date for the reported meter serial number is not valid . The date entered in section h4 is the date abbott diabetes care became aware of the event. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.